Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "pin came out." The instrument was inspected and found to have no loose, missing or broken pins. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A review of instrument logs was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The prograsp forceps had 4 uses remaining after the last use. The prograsp forceps has a maximum of 10 lives. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the a pin from the prograsp forceps instrument fell inside the patient. Reportedly, the pin was retrieved and placed back into the instrument prior to returning the instrument to isi. Failure analysis investigation did not find any loose or missing pins or pieces on the prograsp forceps instrument. Although, the pin was retrieved and no patient harm, adverse outcome or injury was reported, if the event were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a pin came out while the prograsp forceps instrument was in use. The surgeon retrieved the pin. The procedure was converted due to anatomy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator stated that the surgeon was dissecting the tissue when the pin fell inside the patient on top of the tissue. The surgeon retrieved the pin, put the pin back in the instrument, and replaced the instrument with a spare one. The surgeon did not comment on the reason why the instrument broke. The instrument was used for about five minutes before the issue was identified. The instrument was inspected prior to use and no issues were noted. The surgeon proceeded with the case with no further issues. The procedure was not converted/aborted. There was no injury to the patient. No additional x-rays or tests were performed. To coordinator's knowledge, the patient did not return to the hospital with post-op complications.